Event description:
Device evaluation was completed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during an initial implant surgery, a high impedance was seen. It was concluded that the high impedance was due to a defective lead. Troubleshooting involved: removing and re-inserting the lead, visualizing full/proper pin insertion, and using a test resistor kit on the generator (ok impedance was seen with the test resistor). A back-up lead was then used and impedance was seen ok and within normal limits. After the surgery when the lead was more closely inspected a small fracture could be seen within the lead. It was unknown if the lead was damaged during surgery. The lead was returned and received for analysis. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.